Event description:
The beckman coulter inc (bec) (B)(4) representative reported that blood adhered to an s-cal calibrator kit. The employees were wearing personal protective equipment (ppe) consisting of lab coat, gloves, and facemasks when handling the reagent. No injuries occurred, medical attention was not sought, and no exposure to mucous membranes or open wounds was reported. Patient treatment was not impacted due to the reagent component. Review of pictures received showed the presence of multiple smudges on the out package of the reagent; however, the source of the smudges was undetermined. Service was not dispatched and the root cause is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)